Event description:
Baxter sales rep called to report, "when infusing into the piggyback, pump was set for 15mins. The nurse came back after 7mins and noticed it was done infusing." No pt injury or medical intervention needed.